Manufacturer narrative:
There was a question whether this represented enlarging infarcts with secondary hemorrhage. A CT of the head on 6 days after admission revealed ongoing evolution of the right medial occipital lobe hemorrhage. The amount of vasogenic edema was slightly increased when compared to the previous study. No new areas of hemorrhage or infarction were identified. At the time of discharge, the patient's visual acuity was decreased. There was no overt field cut. There was a subtle left facial droop and subtle left hand hypoesthesia. All other motor function was intact. The site reported partial recovery with minor residual deficits. This event was reported as a stroke (intracerebral/subarachnoid hemorrhage). The discharge diagnosis was hemorrhagic conversion of previous occipital cerebrovascular accident, secondary to high grade post radiation ica stenosis. The clopidogrel was held. One day later, the patient was discharged on asa. At the 30 day follow-up, the nih stroke scale score was 0 and the rankin stroke scale score was 2. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 601814rmc, lot number 70110509. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The adjudication minutes received have noted that the patient previously diagnosed with a hemorrhagic cerebrovascular accident occurring approximately 3 days after stent implantation incurred partial recovery with minor residual deficits. Originally it was reported that the patient experienced a hemorrhagic transformation of a previous event occurring the day prior to the stent implant and who fully recovered after cessation of plavix. This patient had presented with an ischemic stroke in the left occipital lobe prior to the index procedure on (B)(6) 2010, secondary to post-radiation of cancer of the tongue. A precise pro 8x30 stent was successfully placed in the right internal carotid without complications or incidents. The patient also had bilateral carotid and vertebral stenosis prior to the index procedure. The patient was discharged the following day, and returned (B)(6) 2010 with tingling in her arm. It was discovered that the stroke had undergone hemorrhagic conversion, and therefore plavix was discontinued. The patient recovered fully once the plavix was discontinued, and is back at a stroke scale of 0. The physician states that hemorrhagic conversion stroke was unrelated to the precise stent and/or index procedure, and solely related to the plavix. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 1532010 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hemorrhagic conversion of stroke after revascularization is a known occurrence in the setting of an infarcted brain. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. The use of tpa also puts the patient at a higher risk for experience a hemorrhagic stroke. Although no conclusion can be made regarding the relationship of the precise stent and the reported event, there is no indication that the device did not perform as intended or that it is related to the device design or manufacturing process. Factors that may have influenced the event include patient, procedural, pharmacological and lesion.

Event description:
The report received from the sapphire ww study indicated that 3 days after pta the patient had a hemorrhagic stroke. The patient was symptomatic at the time of the index procedure. Baseline nih and rankin scores were both 0. Pta was performed on 78% occluded lesion at the bifurcation of the right common carotid artery of 10mm in length in a 5.1mm vessel diameter with mild vessel tortuosity. The lesion was mildly calcified. A 6mm medium support angioguard embolic protection device was successfully deployed and the lesion was pre-dilated. Then an 8x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and there was no debris found in the basket. The patient was neurologically intact upon leaving the angio suite. She also underwent endovascular coil embolization of an incidentally discovered 6.7 mm right ica terminus aneurysm. At discharge two days later, the patient was discharged on asa and clopidogrel. Nih stroke scale score was 0 and the rankin stroke scale score was 0. 3 days later, the patient was hospitalized with a right-sided headache accompanied by blurred vision. The nih stroke scale score was 0. The rankin stroke scale score was not assessed. Hospitalized with a right-sided headache accompanied by blurred vision. The nih stroke scale score was 0. The rankin stroke scale score was not assessed. A CT of the brain without contrast on revealed two adjacent areas of parenchymal hemorrhage in the right occipital lobe. There was surrounding edema. There were two prominent hypodensities present within the head of the right caudate nucleus which appeared new compared to a MRI one day prior to the index procedure. The appearance suggested lacunar infarcts. The previous MRI showed multiple tiny infarcts seen on different weighted sequences that were not seen on the CT scan.